Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported he was hospitalized. From what customer understands and from what others have been telling him, he may have had a seizure due to low blood glucose. Customer stated he does not think his insulin pump was at fault in any way. Customer declined troubleshooting because he was at the hospital. A time was scheduled for customer to call back and give further information. Customer's blood glucose was not provided. Nothing further reported.